Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-47-pcb contamination note: unable to contact the customer via telephone at call backs on 12/06/2017, 12/07/2017 and 12/08/2017. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-4 error: internal safety meter mechanism error. The e-4 error occurred as soon as the test strip was inserted. The customer was inserting the strip correctly and using the correct test strip. The customer did not see the e-4 error when the meter powered up and the drop symbol did not appear on the display. Customer did not volunteer that she is a peritoneal dialysis patient. The customer's expected blood glucose test result range was undisclosed. At the time of the call the customer reported not feeling well and was feeling dizzy. The customer did not need medical attention at the time of the call. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2017. Customer's test strips are not impacted by recall. The meter memory was not reviewed for previous test result history.